Manufacturer narrative:
Product problem corrected from "yes" to "no". Date of event removed (B)(6) 2016, added (B)(6) 2016.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels ranging from 250 mg/dl to greater than 400 mg/dl with mild ketones. A correction bolus and insulin injections were used to address the high bg. The customer did not know the cause of the high bg and thought that their pump settings needs to be adjusted. Tandem technical support advised the customer to discuss the event with a healthcare provider.